Event description:
Reportedly, on the rms report, the real time egm is not available.

Manufacturer narrative:
Review of the provided data revealed: the rms report dated 20 october 2023 displayed data recorded during the night of (B)(6) 2023; egm real time could not be recorded, because a raat episode was already in progress. In this case, egm real time is not recorded. Based on available data, no issue is suspected on this device. This case will be retained and utilized for trending purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on the rms report, the real time egm is not available.